Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2020 that the patient was hospitalized and was diagnosed as covid 19 positive on (B)(6) 2020. It was reported that the patient was not eating when the hospital utilized the peg port for tube feed/nourishment. The patient developed blood in stool and per patient¿s wife, the physician was not sure if the bleed was related to the peg tube or because patient was receiving nutrition through the port and that could have caused irritation to the lining of the stomach. Tube feeds were stopped, protonix started and blood in stool resolved. On (B)(6) 2020 patient was discharged to rehab due to patient still recovering from covid19 and needing strength and conditioning. As per follow up received on 28 may 2020, patient remains in rehab.